Manufacturer narrative:
Updated: h2. Correction is being made to previously submitted g3 ¿ date received by manufacturer, which was not late. The correct date was 2/23/26.

Event description:
No additional information received from the customer.

Event description:
It was reported that after use of a resectoscope with electrosurgical generator for transurethral resection (tur) of the prostate or bladder, there was a significant increase in post-operative bleeding requiring surgical revision. It was additionally reported that bleeding usually occurred in the first 2-3 days. The consequence was usually a tur hemostasis with renewed coagulation of the resection areas. The customer reported that the settings were always the same: saline 1 as the recommended default setting and coagulation at 120, effect 2 and there was never an official error message from the device. Attempts to gain amount and severity of bleeding were unsuccessful. Report 8 of 10.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.